Manufacturer narrative:
Updated fields: b4, d1, d9, e1(initial reporter), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (B)(4). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse was unable to duplicate the reported issue. Then the fse had further checked all connections but could not find anything obviously wrong. After that the fse had completed a full system test (calibration , functionality and safety checks) , all the test have been passed to the factory specifications. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit would not turn on after the patient was through with surgery. A different pump was used. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a